Manufacturer narrative:
(B)(4). The device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The tip, distal shaft, collar and hypotube was microscopically and tactile inspected. Inspection revealed a partial separation at the collar. The outer diameter (od) of the distal shaft was measured and met specifications. The tip of the device was pinned and met specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing was attempted by loading the tip of the guidezilla through the hub of a 6f guide catheter. While the device loaded into the guide catheter, it could not advance through the guide catheter due to the shaft separation. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that the device was kinked. The target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, the guidezilla was not able to cross a non bsc guide catheter and got kinked. The procedure was completed with a different device. No patient complications were reported and the patient was stable. However, device analysis revealed that there was a partial separation at the collar.